Event description:
It was reported, "patient was revised on right hip due to chrome level and dislocation."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.